Manufacturer narrative:
Product analysis: analysis found an output knob failure. The encoder flex tape assembly was replaced, and the device passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) tested out of specification during manufacturer's analysis after being returned for inspection. There was no patient involvement.